Event description:
It was reported that the user experienced intermittent connectivity between the ilet and a dexcom g7 sensor despite a firmware update, with pairing failing at times and blood glucose readings intermittently not appearing on the ilet. Symptoms included intermittent unavailability of glucose values on the ilet. Outcomes included disruption of automated insulin therapy workflow without reported injury or hospitalization. Investigation included log review, product replacement, user coaching to remove prior cgm pairings from the mobile device bluetooth list, and confirmation of restored readings after removing old pairings. Investigation of this case revealed intermittent communication issues consistent with bluetooth pairing conflicts between the cgm and associated devices; removing legacy cgm entries resolved the issue, and no additional device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment and setup factors affecting wireless connectivity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.